Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose for the past couple of days. Customer stated his blood glucose was over 600 mg/dl and treated with syringe of 15 units of insulin. Customer stated that he thought he had been giving himself boluses. Customer stated was not feeling good and declined to troubleshoot. Customer left for vacation and does not have the tubing clamp. Customer stated that they have back up plan. Advised the customer to monitor his blood glucose and tubing clamp will be sent and to report back once received so we can troubleshoot. No further information provided.